Event description:
A 28 mm diameter x 16 mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported an aortic cuff separated from the bifurcated device due to change in the aortic neck and aneurysm shapes. The component separation was successfully treated by implantation of three 28 mm aneurx aortic cuffs. No additional clinical sequelae were reported and the pt is fine.